Event description:
It was reported a patient experienced and was hospitalized for 3 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be constipation. The patient began remedial treatment for the peritonitis with vancomycin intraperitoneally (ip), ancef ip and penicillin intravenous (IV) (doses and frequencies not reported). Pd therapy was ongoing. The patient was recovering from the event of peritonitis. No additional information is available. This is report 2 of 6 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number 13a16h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).